Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log download and functional testing were unable to be performed due to power issues. The receiver case was opened and the internal inspection failed with a dead battery, replacing the battery did not fix the problem. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.